Event description:
Inserted laser fiber wire 365 into patient, could not get aiming beam, so pulled fiber wire back and noted that the fiber was broken.what was the original intended procedure?nephrostolithotomy.device #1is this a laboratory device or laboratory test?no.